Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting with the physician. No adverse patient effects were reported. The lead remains in service.